Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a patient experienced ¿incisional effusion¿ which reportedly ¿healed after debridement and dressing change.¿ the data presented in the article does not provide insight or relevance to current clinical outcomes for the prosthetic device. Without clinically relevant patient-specific supporting documentation, the root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Literature case*"clinical study on different drainage tube clamping time after primary unilateral total knee arthroplasty". Authors: hu hongxin, et al. In this study there were 60 patients bearing genesis ii or legion posterior cruciate ligament-substituting cemented prosthesis. It was reported that after total knee arthroplasty, the patient suffered from incision effusion. The incision healed after debridement and dressing change.